Manufacturer narrative:
No patient involvement reported. Date of device damage is not known. Device is an instrument and is not implanted/explanted. Hospital contact telephone: (B)(6). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing site: (B)(4). Manufacturing date: 30. July 2013. The manufacturing documents of both screwdrivers were reviewed and no complaint related issues were found. The visual inspection has shown that the tips of both screwdrivers are in a used condition. The first millimeter of both stardrive tips is stripped, it is assumed that this is the complained fault and therefore the complaint is confirmed for both screwdrivers. The relevant dimension of both devices cannot be verified anymore due to the damage. However, the damage itself is a clear indication that inappropriate handling did lead to this issue. As only the forefront of the stardrive is damaged does show that these screwdrivers were once not fully inserted into a screw recess and by this the force was not distributed onto the complete stardrive surface as designed, which did finally lead to a mechanical overload at the forefront of the stardrive. No product related issue could be detected. DHR review, no findings. Chu evaluation, no findings. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported two (2) screwdriver shafts were reported to be worn and dull and were removed from service. No patient or surgery involvement. Evaluation of the devices revealed the tips are stripped. This report is for one (1) straight tip screwdriver shaft. This is report 1 of 2 for (B)(4).